Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error. Insulin pump's screen had large crack in battery case and sometime insulin pump wont able to turn on. There was haziness on screen. Insulin pump was slower to rewind and received no delivery alarm. Customer stated that the battery life was less than seven days as well as insulin pump was rejecting the batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.